Manufacturer narrative:
(B)(4) evaluated the devices, and the reported problem was confirmed. The device was observed to exceed temperature requirements at the elbow and base. This is indicative of wear to the gears, and could have been exacerbated by improper or ineffective cleaning. (B)(4).

Event description:
Reporter from the USA reported that the device overheated during surgery. The device was used in surgery. It is known no patient or user injury had occurred. It is unknown if medical intervention had occurred. If any additional information should become available, this notification will be updated accordingly.